Manufacturer narrative:
The meter was requested for investigation but has not been returned at this time. The investigation is ongoing.

Event description:
There was an allegation of an electrical issue with coaguchek xs meter serial number (B)(6). The customer stated a spark emerged above the m button when they attempted to use the meter. There were no signs of melting or burning on the ourter housing of the meter and there was no harm to the customer. Customer reported they were also receiving error 5 when attempting to test after seeing the spark.

Manufacturer narrative:
The meter was returned for investigation. The display showed no error during investigation. Measurements can be started without error. The circuit board and tsa (strip contacts) show no contamination that could temporarily lead to the complained error. A "spark" cannot be generated in the device because the battery voltage is far too low. The device showed no error. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.